Event description:
The reporter stated that the luer hub was not bonded to the stopcock.

Manufacturer narrative:
The customer returned one sample to co for eval. Examination of the returned unit showed that the male luer lock was not bonded onto the manifold. There was no solvent present on the luer. Production has been notified. Co wa able to confirm this issue and determine the cause. Based on this info, co believes that this issue has been addressed and that no additional action is necessary at this time. Co considers this MDR closed with this report.